Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient's stimulation was intermittent. For over a month she has had pain at the pocket area, and it traveled down her leg. She was at home. Further information is being requested from the hcp.